Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "at the moment of turn on, it immediately turned off." This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump "that in the moment of turn it on, immediately got off, battery mode was tried with no results" was confirmed during product evaluation. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The display board was replaced to correct this condition. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a colleague pump with a user interface module software version of 7.22.00.